Event description:
It was reported that during a prostate procedure, there was breakage of the laser fiber distal end leading to the interruption of the intervention. The case though incomplete, seemed sufficient; therefore, a second fiber was not required. There was no patient injury reported due to this event.

Event description:
It was reported that during a prostate procedure, at 136,317j and 22:08 minutes, there was breakage of the laser fiber distal end leading to the interruption of the intervention. The case though incomplete, seemed sufficient; therefore, a second fiber was not required. Haemostasis was reported to be verified and urinary meatus was checked at the end of the procedure. In addition, enlargement of the foreskin was performed due to tight phimosis. There was no patient injury reported due to this event.

Manufacturer narrative:
Analysis showed the glass cap s has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. The cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Therefore, an evaluation code of cause cannot be traced to device was assigned to this investigation.